Event description:
It was reported that the tcm was set-up to produce ice but the compressor never turned on. As a result, no ice was produced. No pt injury was reported.

Manufacturer narrative:
The field service representative replaced the solid state relay. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.